Event description:
(B)(4). Initially it began immediately following surgery in (B)(6) 2009. I had excruciating pain ( especially in left abdomen ). Had the ultrasound and had it confirmed that, the coils were where they were supposed to be and that the pain couldn't be linked to it. As time went on, my hair began to fall out, I developed rashes , became nauseous a lot of the time, lost my energy, depression, teeth breaking and rotting out of control, painful intercourse, weird vibration in vaginal area, my joints become inflamed for reasons that can't be explained, these issues and so many more are truly affecting my life. I have seen several specialist to try to rule in/out any and all reason for my symptoms but nothing can be found because no dr will listen to me when I discuss this.

Event description:
(B)(4). Other symptoms are: hair loss, cramps, all over body aches, chronic pelvic pain, back and joint pain, brain fog, anxiety, panic attacks, depression, loss of libido, bleeding after sex, painful periods, painful intercourse, incontinence, yeast infections, urgent and frequent urination, abdominal spasms/twitching/fluttering, fatigue, heightened allergies and sensitivities, hives, rashes, skin irritation, itching, heart palpitations, bladder fussed to uterus, insomnia, weight gain, nail weakness.